Event description:
It has been reported that one bd syringe¿ luer slip with needle has been found containing foreign matter before use. The following has been provided by the initial reporter: during inspection, black foreign matter was found on the inner wall of the barrel.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd syringe¿ luer slip with needle has been found containing foreign matter before use. The following has been provided by the initial reporter: during inspection, black foreign matter was found on the inner wall of the barrel.